Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed failed battery test. The patient¿s blood glucose level was 201 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The alarm occured after changing battery. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected failed battery test alarm noted during testing. Insulin pump trace download analysis confirmed the pump alarmed power error , power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error , power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board the pump was monitored and functioned properly.